Manufacturer narrative:
UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that there was a metallic noise when the system was moved on the x-axis. The x-stage cover was replaced. The imaging system then passed the system checkout and was found to be fully functional. The x-stage cover was not returned to the manufacturer, so no analysis could be conducted on it. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that there was a noise on the x-stage cover when moving on the x-axis during set up. There was no patient present when this issue was identified.